Event description:
It was reported that the customer's bg value displayed as displayed as "low"; however, specific value was not provided. Customer gave an additional 1.5 bolus. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.